Manufacturer narrative:
The reporter stated that the pinch valve tubing had not been changed for many months. Per product labelling: the pinch valve tubing is replaced every month when the system is in sample reception mode or every two months when the system is not in sample reception mode. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
Unique identifier (UDI) #: (B)(4). This event occurred in (B)(6). The field service representative changed the pinch valve tubes and performed maintenance. He also performed a precision check and the result were within specification. The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys estradiol iii assay results for 1 patient sample on a cobas e411 immunoassay analyzer. The initial result was 53 pg/ml. The repeated result was 20 pg/ml. The results were not reported outside of the laboratory. The reagent lot number and expiration date were requested, but not provided.